Event description:
It was reported that the laparoscopic coagulation shears curved was used during a laparoscopic gastric bypass procedure. It was reported by the rep the device continued to tone out. Procedure was completed using another device. There was no consequence to pt.